Manufacturer narrative:
One device was returned for analysis. Visual inspection found damaged to the air detector. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to fluid contamination. No repairs made, total necessary repairs constitutes a ber. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for dead clock battery. During physical inspection, it was found that there was a damaged to the air detector and fluid contamination inside the device. The event occurred during testing.